Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was displaying her past meter readings when attempting to test her blood glucose. The complaint was classified based on the conversation the patient had with the customer care advocate (cca), the patient reported that she was attempting to check her blood glucose but continued to see her past meter readings. The patient inquired of the cca how to erase the meter memory. The patient claimed the issue started a few days prior to contacting lfs and she had not been able to test her blood glucose as a result of the meter issue. The patient informed the cca that she manages her diabetes with oral medications (metformin and glimepiride); however, it is not known if the patient made any adjustments to her usual diabetes management regimen due to the alleged issue. The patient stated that she began to feel "bad" on an unspecified date after the issue started. She mentioned that she tested her blood glucose with a friend's meter on the evening of (B)(6) /2012 and obtained a reading in the "240's mg/dl" range. The patient also reported that she went to see her doctor on the morning of (B)(6) 2012 and was told her blood glucose was high. The patient reported that her blood glucose was "248 mg/dl" when tested with the doctor's/clinic's meter and that her doctor treated her with 3 units of insulin. At the time of the call, the customer care advocate discovered that the patient was using the incorrect testing technique. The patient was manually powering the subject meter on before inserting the test strip. The cca educated the patient on how to perform a blood glucose test with the subject meter. This complaint is being reported because the patient was treated for hyperglycemia by an hcp after the alleged meter issue began. The patient's alleged hyperglycemia can be attributed to use error. The onetouch ultra meter owner's booklet instructs the patient how to perform a blood glucose test.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.